Event description:
Additional information received indicates that a revision procedure was performed. Both the device and right ventricular (rv) lead were replaced and a new system was successfully implanted. This rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine patient follow-up, this right ventricular (rv) lead exhibited increased pacing thresholds. Two months later, during another regular follow-up, lead dislodgement was observed on x-ray. Of note, the patient is active and the dislodgement was due to increased arm movements. A revision procedure will be performed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A revision procedure is expected to be performed. This investigation will be updated should further information be provided.